Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system had leakage during a transfusion, located at the tubing. The report is as follows, "it's been noticed that during transfusion that there was leakage on the catheter. The penetration point was checked, no red or swelling. The catheter was removed, it's found the tubing was damaged, which can be observed only during transfusion but not bare eys. The catheter was removed and replaced by a new one afterwards."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7177637. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on investigation results and according with the customer description, the root cause was not identified. Unfortunately the actual sample for evaluation and testing was not provided; therefore, there was no physical evidence to confirm the damage in the extension tubing. Engineering team reviewed the manufacturing process where the material is built and no equipment, instrument and/or surfaces that could cause this kind of damage were detected. Also, DHR was reviewed with the intention of finding a failure in the equipment or quality problems during assembly that could be related with the reported failure mode; however, no problems were found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system had leakage during a transfusion, located at the tubing. The report is as follows, "it's been noticed that during transfusion that there was leakage on the catheter. The penetration point was checked, no red or swelling. The catheter was removed, it's found the tubing was damaged, which can be observed only during transfusion but not bare eys. The catheter was removed and replaced by a new one afterwards."